Manufacturer narrative:
The insulin pump had an unresponsive buttons due to unlocked lcd keypad connector. We were unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify frozen screen due to unresponsive button. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the display screen is frozen. The customer's blood glucose reading was 123 mg/dl at the time of incident. Troubleshooting found that the customer replaced the battery but cannot go through the menu screens. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.